Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Troubleshooting could not be performed as customer changed all supplies and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. The customer's blood glucose was 400-440 mg/dl.